Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds were high and increasing over time on the right ventricular (rv) lead. The lead was capped and replaced during a routine upgrade procedure. No patient complications have been reported as a result of this event.